Event description:
It was reported by the rep that during a total lap hysterectomy procedure, the device started to make a squealing noise. When activated in saline, the tip broke off. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/28/2008. Info anticipated, but unavailable at this time.